Manufacturer narrative:
The reported event of unable to interrogate was not confirmed. The device was received with normal telemetry and normal output. Device image analysis showed drop in voltage. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was unable to be interrogated. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.